Manufacturer narrative:
The device was returned for evaluation. Visual inspection found the device was cut or torn into two pieces. One half of the device was missing a haptic. The other haptic was bent. The cause of damage could not be determined and due to the damage, functional testing could not be performed. The lot history, trend analysis, risk analysis, and directions for use are considered acceptable with the product performing within anticipated rates. Based on the information provided, we are unable to determine a root cause.

Event description:
Additional information was received indicating the main purpose for the lens exchange was due to off axis and slight residual myopia, both for refractive error and iol rotation.

Manufacturer narrative:
Although requested, the device was not returned for evaluation. The device history record (DHR) review, did not find any non-conformities or anomalies related to the reported event. Investigation of this event is in progress. A follow-up report will be submitted upon completion of investigation.

Event description:
It was reported that approximately three weeks after the initial implant of an intraocular lens (iol) into the left (os) eye, the patient presented with blurry vision and was slightly myopic with residual astigmatism. It was also noted the iol orientation had changed from axis 172 to 008. A successful lens exchange was performed four weeks after initial implant using the same model lens with a different diopter power. In the surgeon's opinion, the cause of the iol orientation is unknown, however, the patient's post operative visual acuity is 20/20 and the patient's outcome is good.